Event description:
On (B)(6) 2012 the patient contacted animas alleging that the down arrow keypad button has been intermittently unresponsive for the past month, and now the keypad is peeling from the contrast button to the ok button. The patient reportedly wears the pump on a belt, and does not clean the pump. There is no reported adverse event associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because the patient alleged that the button responsiveness issue occurred prior to the keypad damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow button was found to be intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.